Event description:
A 22 fr silastic foley with 5 cc balloon opened to or field. Placed in pt by dr. While closing pt it was noted foley came out. Upon reinflation, it was noted that balloon has a slow leak of sterile fluid, therefore, deflated. New 22 fr silastic with 5cc balloon opened and tested without leaks. Pt abdomen re-opened and foley placed by dr. Dr states "1st foley tested without leaks."